Event description:
This report summarizes one (1) malfunction event. A review of the event involves an implant fracture. The report was received with no patient adverse events. No information regarding patient demographics was provided as well.

Manufacturer narrative:
There was one (1) malfunction event reported regarding a fractured implant. The returned product was determined to be fractured in 3 pieces. Dental implants can break for a number of reasons including overloading due to improper occlusion, metal fatigue, and over-tightening of the implant during insertion as well as improper removal technique. No additional information was reported to determine implant removal. The device history record was reviewed and no noted nonconformances were listed. Therefore, the conclusion is that the implant was manufactured to specification. This report was attempted to submit on 04/29/2022. However, due to system issues the report would not transmit via webtrader. A esg helpdesk ticket was opened on 04/29/2022 covering the issue. The ticket number was 308034. Ticket 308034 was resolved on 05/03/2022. Hence, allowing for the attempt to transmit on 05/04/2022. Device standard platform, ø4.3mm x 11.5mm implant, short collar, conic.